Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was unknown. Device had a blank display after battery change. There was crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump passed functional tests. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at the display window corner and missing the end cap sticker.